Event description:
On (B)(6) 2011, company representative reported pt's infusion device was received in the lab on (B)(6) 2011. Company representative stated pt's letter reported she was hospitalized for elevated blood glucose levels on (B)(6) 2011 and she sent her infusion device to have it tested. Pt sent an unauthorized return of her infusion device. On follow up call on (B)(6) 2011, pt reported on (B)(6) 2011, she went out to eat at 1:30 pm and had not eaten all day. Pt stated, she took a bolus of 20.0 units of insulin between 1:30 pm and 2 pm, and then ate. Pt reported, she was feeling bad about 3 pm and tested her blood glucose level with a reading of 421 mg/dl. Pt stated, she took a bolus of 20.0 units of insulin and at 4 pm, she was not feeling better and tested her blood glucose level with a reading of 451 mg/dl. Pt reported, she was still not feeling well at 7 pm when she arrived back home and tested her blood glucose level with a reading of 476 mg/dl. Pt stated, she changed the insulin and infusion set, and then did a bolus of 25.0 units of insulin. Pt reported, she was still not feeling well at 8:30 pm and had a blood glucose level reading of 499 mg/dl. Pt stated, she went to the emergency room and her blood glucose reading was 549 mg/dl on the ER meter. Pt reported, she was given an IV drip of insulin and her blood glucose readings finally started to come down. Pt's normal blood glucose range is 95-145 mg/dl. Pt stated, she was hospitalized on (B)(6) 2011 and released on (B)(6) 2011. Pt does not recall what her blood glucose reading was when discharged. Pt reported, her blood glucose level was back down to normal range. Pt stated, she was placed on the backup infusion device while still at the hospital and her blood glucose levels remained normal and are still normal at this time. Pt reported, the infusion device did not display an error code. Pt stated, she does not think the infusion device was delivering insulin correctly. Pt has already returned the infusion device. Replacement infusion device was sent.